Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is confirmed for one (1) of one (1) returned final scrdrv shaft rigid ij (pn 046w1an00641) for the failure of instrument tip fractured during operation. Visual inspection revealed the tip is fractured. Medical records were not provided for review. Potential cause: tip fracture or stripping of the final screwdriver shaft can occur when the driver is over torqued or when force is applied off-axis. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the tip of the final driver fractured while tightening a blocker. The broken tip was retrieved from the blocker an another driver was used to complete the procedure. There was no reported impact on the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of the final driver fractured while tightening a blocker. The broken tip was retrieved from the blocker an another driver was used to complete the procedure. There was no reported impact on the patient.